Event description:
It was reported that the hospital staff opened implant and discovered a yellowish stain upon inner seal. All seals were intact and air tight. Staff did not feel comfortable using implant and elected to waste implant. A new implant of same size was opened and implanted. Zero adverse outcome/affect on case or patient. Outer seal appeared transparent. Staff felt sterility compromised.

Manufacturer narrative:
Conclusion: visual inspection of the returned indicated the top foam was stuck to the inner tyvek lid. This caused the reported yellow stain on the inner lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging. Due to the infrequent nature of these complaints and the greater risk that would be presented by undersized foam, these events will not be addressed through a design change.

Event description:
It was reported that the hospital staff opened implant and discovered a yellowish stain upon inner seal. All seals were intact and air tight. Staff did not feel comfortable using implant and elected to waste implant. A new implant of same size was opened and implanted. Zero adverse outcome/affect on case or patient. Outer seal appeared transparent. Staff felt sterility compromised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.